Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, at around 12:00 a.m. On (B)(6) 2025, the patient¿s alarm went off, and her cgm reading showed 60 mg/dl. She ate fruit snacks to raise her blood sugar; however, she immediately passed out. Her daughter called 911, and when ems arrived, her blood glucose was checked and showed 27 mg/dl. The cgm reading was still showing 60 mg/dl. The patient reported that she had no pulse and was revived twice by ems using CPR and IV treatment (unable to confirm the specific medication). After a few minutes, her pulse returned, and she was transported to the hospital. In the emergency room, her blood sugar was checked again and was 57 mg/dl. The cgm had been removed at home. The patient was in the ER for 3 to 4 hours and no additional medication was administered. Upon discharge, her blood sugar was 150 mg/dl, but she still did not feel well. At the time of the report, the patient states she is still not feeling well. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.